Event description:
It was reported that pump experienced sticking power button and false bolus malfunction alarms, and that pump warranty had expired at the end of march 2026. There was no reported impact to the customer¿s blood glucose level. Customer chose to wait for replacement pump and no further troubleshooting or technical support actions were documented, and no additional information was received regarding the outcome of the event.